Manufacturer narrative:
(B)(4). Section d4 & h4 - lot number 2100909014 d.o.m 14 oct 2019; lot number 2100834002 d.o.m 25 jul 2019. Method: the complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand for investigation, where it was visually inspected and pressure tested. Results: visual inspection revealed no damage to the returned breathing circuits or the pressure line port. The pressure test also revealed that the breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the leak alarm as reported by the customer, as no fault was found with the returned devices. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A healthcare facility in alabama reported via a fisher & paykel healthcare field representative that the port caps of the pressure line of the rt266 infant dual heated evaqua2 breathing circuits are loose and causing a leak. There was no patient consequences.

Manufacturer narrative:
(B)(4). Lot number 2100909014 d.o.m 14 oct 2019; lot number 2100834002 d.o.m 25 jul 2019. The complaint rt266 infant dual heated evaqua2 breathing circuits are currently en route to fishser & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare field representative that the port caps of the pressure line of the rt266 infant dual heated evaqua2 breathing circuits are loose and causing a leak. There was no patient consequences.